Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of deflation, received on jun 22, 2022 with lot number: 3169302. Visual analysis of the returned device identified: an opening on anterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on anterior and partial delamination of the valve (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Partial delamination of the valve assessed as adhesive failure.

Event description:
Health care professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Health care professional reported right side deflation. Device remains implanted.